Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: was the broken top jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken top jaw being returned with the device? Or, was the broken top jaw tip discarded? Is the device being returned for evaluation the device used during the procedure with the top jaw broken? Or is the device being returned for evaluation another device with the same lot number as the device used during the procedure?

Event description:
It was reported that during an unknown procedure, when using bipolar shear articulated enseal it broke and the cutting blade fragment had fallen into the abdominal cavity of the patient. The case was completed with manual suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch #l92e4z. The device was received with the top jaw intact not broken off as reported. The tip of the I-blade was broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to the I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.